Manufacturer narrative:
H4 manufacturing date ¿ added. H3. Device evaluated by mfg ¿updated. H3. Summary attached - updated. D4. Expiration date - added. D9. Product available to stryker ¿ updated. D9. Returned to manufacturer on ¿updated. The device was returned without the torque device, insertion tool or micro catheter used with the guide wire. The lot number was not confirmed as the packaging was not returned with the device. During visual inspection the guide wire hydrophilic coating was broken approximately 187.5cmcm and 188cm from the proximal end and with the core wire exposed. The ptfe coating was examined under magnification and no anomaly was noted. The guide wire distal section and hydrophilic coating was examined along its length. The guide wire hydrophilic coating was checked with the wet fingers. The coating was present on the guide wire. No anomalies were observed with the hydrophilic coating. A functional test was not required as the defect was visually confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The complaint was confirmed based on the analysis of the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu. The patients anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the reported and analyzed defects guidewire broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an internal carotid artery (ica) dissection procedure, when the physician passed the dissection, the first guidewire fractured in the patient. The guidewire fragment was successfully removed from the patient anatomy and discarded. The physician replaced the first device with the second subject guidewire. After it had been manipulated for about 5 minutes, the subject guide wire was almost fractured. The physician was unsure if a fracture had occurred, so the subject guidewire was replaced and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
2 of 2 reports. Device not yet received for evaluation.

Event description:
It was reported that during an internal carotid artery (ica) dissection procedure, when the physician passed the dissection, the first guidewire fractured in the patient. The guidewire fragment was successfully removed from the patient anatomy and discarded. The physician replaced the first device with the second subject guidewire. After it had been manipulated for about 5 minutes, the subject guide wire was almost fractured. The physician was unsure if a fracture had occurred, so the subject guidewire was replaced and the procedure was completed without clinical consequences to the patient.